Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2015. The physician performed a hysteroscopy and visualized a "1.5cm perforation at the uterine fundus near the right cornua. She then proceeded to laparoscopy in order to inspect the bowel and other pelvic structures. There were 2 circumferential areas of blanching on the posterolateral serosal surface bilaterally. Within the right blanched area was a central focus of dark coagulation associated with a perforation. Images from the laparoscopy were provided to hologic. There were thermal changes also noted along the left pelvic sidewall and on the serosal surface of the recto-sigmoid. A urologist was consulted who recommended a ureteral stent prophylactically to protect the ureter. The general surgeon recommended the pt be followed closely and undergo a flexible sigmoidoscopy after 24 hours. The pt was admitted overnight and underwent a flexible sigmoidoscopy the following day which showed evidence of intraluminal thermal changes consistent with a transmural burn of the bowel. The pt then underwent a resection of the bowel with primary anastomosis. She was discharged home 2 days later and has remained in stable condition."

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. (B)(4).